Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of a thrombus at the left coronary cusp could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists venous thromboembolism as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), lists thromboembolism as a potential late postimplant complication and provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on day 8 post-implant, a transtho­racic echocardiography (tte) revealed a thrombus at the left coronary cusp (lcc). The thrombus may have been occluding the left coronary artery (lca). The patient had no clinical symptoms. An electrocardiogram (EKG) revealed sinus rhythm but had noise related to the left ventricular assist device (lvad). Therefore, the coronary arteries were delineated in the parasternal short-axis section to confirm the coronary flow of the lca. Coronary flow from the lca ostium to the anterior descending branch was identi­fied without problems. It was confirmed that the thrombus did not cause lvad occlusion. A contrast enhanced computed tomography (CT) scan showed the lcc thrombus but no occlusion. Postoperatively, the patient was warfarinized with a pt-inr of 2.0-3.0. Coagulation functions, including pro­tein c, s, and plasminogen activator inhibitor-1, were all normal ranges. The thrombus disappeared on day 35.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.